Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the nerve locator that was opened during the procedure was not working. The patient was initially admitted to the hospital for laceration without foreign body on the right elbow. There was no known patient impact reported.